Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc. After the evaluation was noticed that theitem received is different from the item reported on guarantee form bythe dentist. Therefore, the lot number was not considered.

Event description:
Rp 011796 - the dentist reported that after 1 month dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 30ncm of primary stability was achieved and the patient presented bone type iii.